Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. Device is out of specification due to faulty latch/lock sensor. The sensor was replaced and passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there was a latch lock sensor failure. There was no patient involvement and no patient harm/adverse event reported.